Manufacturer narrative:
(B)(4). Physio-control evaluated the device and did not verify a lock up failure. However, physio found that the device failed to power on. The cause of the power malfunction was determined to be a disconnected power/system pcb cable from the j17 connector on the power pcba. Physio reseated the connection and was able to observe proper device operation. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.

Event description:
It was reported that the device powered on but showed xxx for all options and was non-functional. A lock up failure. There was no patient use associated with the event.